Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed constant air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, constant air in line was not reproduced. Evaluation sent device to flow lines for ultrasonic sensor us air testing and it passed. A review of event history log revealed multiple events of "air-in-line!" Alarms, however the history log cannot be used to distinguish true and false alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.